Event description:
Information notes that after having trouble establishing a magnet rate during a transtelephonic check, the patient was seen at the clinic where it was noted that the device was in in back-up mode. A download attempt failed and the patient was temporarily sent home pending device image review. The patient later presented to the emergency room not feeling well. The device could not be interrogated and no pacing or magnet rate were observed. The device was replaced.